Manufacturer narrative:
The technician found the side rail had marks on the bottom which would most likely be caused by the side rail making contact with an object while the bed was being lowered. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that the side rail center arm was broken and would not latch. The account discovered the issue while housekeeping was cleaning the bed, the bed was located in the bed shop the facility. There was no patient/user injury reported. (B)(4).